Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding an implantable neurostimulator (ins) with no communication. It was reported there was no pain relief anymore and no paresthesia. The patient did not feel stimulation for a headache problem. The patient was recharging twice a week and tried to charge a couple days before, but couldn't make a proper connection with the recharger and couldn't recharge anymore. No factors may have led or contributed to the issue. Troubleshooting performed included communication with the recharger, patient programmer, and clinician programmer but the ins was not able to communicate. The ins was reset for an hour, but the clinician programmer could not make proper communication afterwards. The reset on the ins it didn't work. The issue was not solved. A surgical intervention was planned for (B)(6) 2016.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 216. The last recorded recharge session performed while the device was implanted was on (B)(6) 2015. The device was recharged for 39 minutes and the battery charged from 3.66v to 3.79v. A prior charge occurred on (B)(6) 2015; it lasted 2 hours and 13 minutes and the battery charged from 3.03v to 3.78v. The typical recharger coupling shown on the 8840 physician programmer was 100% (8 bars). The battery discharged to the lock mode on (B)(6) 2015. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 3 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra ins, indicating that this ins is working correctly with a recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient reported via the company representative (rep) a month later that the stimulation stopped. Two resets were performed, but no success. During the surgical intervention the leads were stimulated directly with the snap lid, success. The battery was not upside down. It was decided to replace the battery after trying to communicate with the explanted battery with the clinician programmer and recharger, both negative results. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.